Event description:
As reported by the field clinical specialist, during the transfemoral placement of the 26mm sapien 3 ultra resilia (s3ur), the team could not cross the non-edwards surgical valve due to tortuous aorta. Then the implanter inadvertently partially expanded the valve in the ascending aorta. To clarify, the physician had gained another arterial access point and recrossed the valve and was going to bav the valve. However, he grabbed the wrong inflation device and inflated the commander delivery system instead. There was no difficulty with the ew device that led to this. The s3ur was dragged back to the abdominal aorta where they fully deployed the valve. The case was aborted after. The patient was alive at the end of the procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Supplemental report to reflect no product return investigation. Additional information reflected in b4, g3, g7, h2, h6 and h11. The device was not returned to edwards for evaluation. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore DHR review is not required for this event. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required per (B)(4). This event has been previously investigated and documented in a technical summary written by edwards lifesciences. A complaint history review and lot history review are not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The event was confirmed based on the description of the reported event. Available information suggests that patient factors (tortuosity) likely contributed to the event as it was reported that ''the team could not cross the non-edwards surgical valve due to tortuous aorta.'' Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy. The non-target location of the valve was related to physician error, when he grabbed the wrong inflation device and inflated the commander delivery system instead. A product risk assessment (pra) is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed.